Manufacturer narrative:
H10: the lot number for the reported malfunction was not provided, therefore, a lot history review could not be performed. The device was not returned for evaluation. Medical records were provided and reviewed. Therefore, the investigation is confirmed for tilt, migration and difficult to remove. Based on the available information, the definitive root cause is unknown. The device is labeled for single use. H10: g3, h6(method). H11: h6(result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A review of the reported information indicates that model rf048f vena cava filter allegedly migrated, difficult to be removed and tilted. The information was received from a single source. One patient was involved with no reported patient injury. The male patient is 45 years old and weight was not provided.

Manufacturer narrative:
The lot number for the reported malfunction was not provided, therefore, a lot history review could not be performed. The device was not returned for evaluation, however medical records were provided for review. Therefore, the investigation of the reported event is currently underway. The device is labeled for single use.

Event description:
A review of the reported information indicates that model rf048f vena cava filter allegedly migrated, difficult to be removed and tilted. The information was received from a single source. One patient was involved with no reported patient injury. The male patient is (B)(6) years old and weight was not provided.